Event description:
(B)(4).

Manufacturer narrative:
No patient injury reported. Clinical investigation is ongoing. A gambro technical services field representative inspected the machine. He performed a mass balance test and found that the d1/d2 flowmeters were out of specifications. He calibrated d1/d2 flowmeters and p2 pump per manufacturer's specifications.